Event description:
It was reported that an inspection of the PICC catheter was conducted upon unpackaging, indicating that the catheter was pierced by the supporting wire.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv2538 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that an inspection of the PICC catheter was conducted upon unpackaging, indicating that the catheter was pierced by the supporting wire.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter was received with an inlaid stylet. A split was observed in the catheter wall near the distal end of the stylet. Microscopic inspection of the split revealed a u-shaped split. The split shape resulted in a flap of catheter material. The split surfaces exhibited a granular texture. Tactile inspection of the sample revealed tensile weakness, necking and discoloration in the vicinity of the split. During manipulation of the sample, the tip of the stylet protruded from the split. The split was consistent with damage caused by perforation by the stylet tip during manipulation or attempted insertion. Such damage can occur if the catheter is not flushed prior to insertion. H3 other text : evaluation findings are in section h11.